Manufacturer narrative:
(D10) concomitant device(s): 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t: 5473360, 02-020-13-0240 - truliant cr cem fem cr cem left sz 4: 5293471, 02-022-51-4010 - truliant tib imp crc insert sz 4, 10mm: 5067630, 200-03-32 - one peg patella 32mm: 4380873.

Event description:
Approximately 1 year(s), 5 month(s) and 5 day(s) post-operative of a left tka, the patient presented with worsening pain in left knee. Patient reports increased pain since tka revision of left knee. Pain worse with weight bearing activity and improves with rest. Patient reports conservative measures have been exhausted. C/o overall weakness and instability of the left knee. Surgery scheduled. The patient underwent revision surgery, and the outcome of this event is unknown. The clinical report did not indicate any relation of this event to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6b, h6. MDR section codes updated/corrected: a, b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.